Event description:
It was reported that during a routine device interrogation the pacemaker was unable to be interrogated and was unresponsive to magnet application. A revision procedure was performed where the pacemaker was explanted for suspected premature battery depletion. A new pacemaker was successfully implanted and no additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. Upon receipt at our post market quality assurance laboratory the device was returned with no telemetry. Visual inspection noted a slightly swollen case around the battery area. The device was sent to the battery laboratory for additional testing. This investigation found that there was battery shorting associated with a torn tube insulation was likely caused by sharp notch corners on the tab portion of the cathode collector.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that during a routine device interrogation the pacemaker was unable to be interrogated and was unresponsive to magnet application. A revision procedure was performed where the pacemaker was explanted for suspected premature battery depletion. A new pacemaker was successfully implanted and no additional adverse patient effects were reported.